Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-24069. During a remote follow up, mode switching and noise resulting in oversensing was noted on the right ventricular (rv) and right atrial (ra) leads. Technical support was contacted and suspected lead damage on both the rv and ra lead. The ra lead was reprogrammed. No intervention was performed on the rv lead at this time. The patient was stable and will continue to be monitored.